Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was in clinic, during follow-up, when t-wave oversensing was noted on a stored egm. Programming changes made.